Event description:
During a sinus lift operation in a doctor's practice, the sl2 (diamond-coated) instrument broke in the pt's sinus during the operation involving the opening of a window. The sl2 tip was used in the end stage for the final opening and rounding of the window. The doctor did not use the tip for the complete window but only at the end of the opening. After the operation was broken off, the pt was immediately treated in the hospital. The total procedure took 2-3 hours at the dental practice and 1-2 hours at the hospital.

Manufacturer narrative:
Evaluation in progress.